Event description:
It was reported that the lead exhibited capture and sensing anomalies, and appeared fractured on an x-ray. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that all five wires of the distal coil were fractured at 22.7 cm from the connector pin due to clavicular crush.